Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. As per flextome mr specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 10mmx2.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 2.59kpa. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 10mm x 2.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 2.59kpa. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.